Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited intermittent undersensing of atrial fibrillation and inappropriate auto mode switching. No intervention was performed at this time. The patient would be monitored.